Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2012, inratio: 3.2, lab: 10.0. Pt's therapeutic range: 2.0-3.0 inr. On (B)(6) 2012, pt had bruising on his arms and was sent to the lab.

Manufacturer narrative:
Investigation pending.